Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported air bubbles in the reservoir and stated that the reservoir compartment smelled like insulin. The blood glucose reading was 230 mg/dl. She stated that the insulin pump had not been rewound with the reservoir in place. Nothing further was reported.